Event description:
Boston scientific received information that a health care provider could not get a magnet rate on this patient's device. The device was being checked at a nursing home with no boston scientific representative or programmer, only a magnet. Boston scientific technical services (ts) tried to troubleshoot the issue but the health care provider was not with the patient any more. Ts advised calling a boston scientific field representative or the patient's physician to have the device interrogated. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.